Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm trifecta valve was implanted in the patient. On (B)(6) 2024, a valve in valve procedure was performed. On (B)(6) 2024, the patient presented with shortness of breath, leg swelling and valve dysfunction was noted. The valve got explanted. The patient status is unknown. No further information has become available.